Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The issues found during the service visit were reasonable causes.

Event description:
The customer discovered sporadic questionable ion selective electrode (ise) sodium results were received on (B)(6) 2015 after maintenance was performed and the qc ran at the end of the day was out of range. Of the data provided for three patient samples, only the results for one patient sample were discrepant and reported outside of the laboratory. The original result was 126 mmol/l which was reported outside of the laboratory. The repeat result from another cobas c501 analyzer was 132 mmol/l. Corrected results were sent. There was no adverse event. The sodium electrode lot number was l3051. The expiration date was requested, but was not provided. The customer checked the analyzer and there was water on top of the reaction disk and the rinse mechanism was not seated properly. They tried to adjust it, but received analyzer alarms. The field service representative found the rinse mechanism had been improperly replaced after maintenance. When it was put back, there was a waste nozzle out of alignment causing water to splash. He checked the rinse mechanism, adjusted the misaligned nozzle and explained to the customer about the misadjustment. He ran and observed mechanism checks and found the rinse mechanism was operating properly.